Event description:
According to the rptr: the device did not coagulate properly and did not cut the tissue properly. The jaws got misaligned after about 20 applications. The device did not work anymore and was changed. Nothing fell into the pt cavity and the pt was not harmed.

Manufacturer narrative:
MDR initial report submitted: 11/7/2008.